Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon falls apart in pieces before completely pull tampon off-vagina [foreign body in reproductive tract]. Tampon breaks apart when pulling it out [complication of device removal]. Pulling string it expanded, tampon breaks, falls apart in pieces [device breakage]. Case description: consumer contacted via phone and stated that the tampon breaks apart when she was pulling it out to dispose. When she pulled the string, the string expanded and it made the tampon break and fall apart in pieces before she could completely pull it off. No serious injury was reported.